Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix anchor broke. The broken anchor was removed from the patient using tweezers. The procedure was completed with a s+n back-up device. It was necessary to drill an additional hole. Non-significant delay was reported and no other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The labelling on the package identifies the lot of the device as 2067781. The anchor is still on the shaft of the device, and it is fractured at the suture window. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per subsequent e-mail, an anchor breakage occurred inside of this patient with good bone quality. Based on the information provided, the broken anchor was removed with tweezers and the procedure was completed with a back-up device. However, it was reported, it was necessary to drill an additional bone hole with a non-significant delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any other relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.